Event description:
Patient's lipids were ringing off occluded patient side. Care assistant noted that the tubing for the tpn was wet and sticky. Rn came into the room and turned on lights to be able to better visualize tpn tubing. Appeared to be clear yellow fluid and appeared to be leaking from the filter. Connections were tight, also noted several drops of tpn on the floor. Tpn stopped and was re-primed with new tpn tubing before restarting. No patient harm sustained. This is the 4th tubing issue with the same problem. The leaking tube causes compromise to the patient's central line and increases risk for central line-associated blood stream infection (clabsi).